Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument; however, he could not confirm an active leak. While onsite, the fse discovered other instrument issues. The fse observed intermittent "tube not detected errors" and replaced the rockerbed assembly and rockerbed cable resolving the issue. The fse also observed r flagging on the white blood count (wbc) parameter, and replaced the wbc bath housing and the wbc dispenser resolving the issue. The fse discovered a low vacuum drift. To fix the problem, the fse replaced tubing below the low vacuum regulator, sticky actuator for valve (vl33), broken valve (vl39), and low vacuum regulator. Bec contacted the customer on (B)(4) 2013 via telephone to request printouts. However, due to the high volume of patient samples that are run daily; the information has been purged. Per the laboratory's protocol; all wbc results that recover with an r flag are either run on a different lh750 analyzer in their laboratory or the slides are scanned manually. Results with an r flag are never reported without a recheck. The customer stated the instrument is completely operational to date. The fse could not confirm an active leak. The failure mode of the "tube not detected errors" was a defective rocker bed assembly and rocker bed cable. The failure mode causing wbc r flags was a defective wbc dispenser and wbc bath housing. The failure mode of the low vacuum drift was a faulty vacuum regulator, sticky actuator for vl33, and a broken vl39. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that an unknown amount of blue liquid had leaked under the coulter lh 750 hematology analyzer and onto the counter. The leak was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes, and the operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.